Event description:
Patient showed symptoms of a small burn on the skin where therapeutic ultrasound had previously been administered.

Manufacturer narrative:
A full functional test was performed on the device and no problem was found. The device was returned to the customer. Since the device functions properly it raises the possibility that user error could be involved.